Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user reported experiencing a low glucose reading of 63 mg/dl after a lunch announcement while using the ilet. Support advised that this could occur during the first week of pump learning. The user treated the low with glucose and was instructed to continue usual bg management and avoid overtreatment. At the end of the call, glucose was back in range. No symptoms, external assistance, or medical intervention occurred.